Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was leaking out from the bottom of the cartridge. The customer's blood glucose level was not impacted. A new cartridge was loaded resolving the issue.